Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device problem not found date sent to the FDA: 08/11/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: product complaint (B)(4) logged in for voc performance-breakage suture on date (B)(6) 2022. Below is the detailed analysis of retain sample against mentioned voc. Complaint sample(photo): 2 photographs were received for investigation, upon preliminary photographic evaluation it has been identified that the provided photographs are of genuine ethicon aurangabad manufactured product. Photograph 1 is of complaint sample foil top for code vp2421 lot t2001. Upon visual inspection it showed multitude of wrinkle over the top side of pack were observed. Photograph 2- is of zipper tray, suture, and needle. Upon visual inspection of provided photograph suture material looks partially disintegrated, no defect was observed in needle from the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code vp2421 lot t2001 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 70.01 n and value at the time of finished good release was found to be 66.86 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 49.80 n. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2421 lot t2001. No other event was reported for same description from other parts of country. Hence the complaint could not be confirmed. This is a combination product, and the event has been reviewed for both the suture and the triclosan. "Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m".

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/23/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: complaint sample: 01 unit of opened complaint sample foil along with zipper tray, lid, and partially disintegrated suture and needle received for investigation. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The received suture was visually inspected under magnification and observed to be in partially disintegrated condition. Upon visual inspection it was also identified that the surface of suture was rough with excessive filament generated which indicated that the suture was dispensed or handled with force. The foil pack was inspected under a magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the packs were observed. Presence of dye markings on zipper tray clearly indicated that the suture was is contact with moisture through the observed pinholes. Returned needle was visually inspected and found satisfactory. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/22/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h4, h6 a photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) corrected information: d4